Manufacturer narrative:
The asp worked with the customer. The device needed a high voltage capacitor. The resolution was the replacement of the hight voltage capacitor. Based on the information available and the testing conducted, the cause of the reported problem was due to a high voltage capacitor issue preventing shock discharge.

Event description:
It was reported to philips that the device did not deliver the shock. There was no patient involvement.